Event description:
Pt had a 30-40 bpm decrease in heart rate and a 20-30 mm hg drop in blood pressure. Chest compression administered for 45 seconds, pt bagged with sudden resolution. Ventilator evaluated and found to be working within specification. Pt isothermal breathing circuit evaluated and a break in the seal at the connection of flexible tubing to the rigid plastic hub, that attaches to humidifier identified.